Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned lead segment was performed. The returned lead segment was severed 210 mm from the terminal pin; the distal segment was not returned. Testing was completed to assess lead electrical performance and inner insulation integrity on the segment. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip were performed. The serial number ID tag was found to be cracked and showed signs of movement and blood/body fluid was noted in the lumens. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in pace impedances. The increase began in october and values recently went out of range at greater than 2500 ohms. The rv lead was cut and the portion that remained was surgically abandoned. During the revision, the rv lead was tested via a pacing system analyzer which confirmed the out of range impedances. No additional adverse patient effects were reported.